Event description:
I had a band kugel mesh product that broke and caused me problems. This was not a recalled product. Due to the fact this was not a recalled product, I suffered for 5 years with the product poking me and causing problems. I now have a claim with davol directly. It caused serious damage to me. This product almost killed me and made me sick for years. Reason for use: hernia repair 2006.